Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 207 with blood glucose of 480 mg/dl. The customer¿s current blood glucose was 253 mg/dl. Customer stated that they had been high all day. Last one was 302mg/dl. She was taken to emergency room on friday and was admitted and on saturday morning she had heart surgery. Customer reported that they did x-rays and so customer pulled out sensors and did not use insulin pump, customer had a couple of 200mg/dl's in the hospital. Customer had issues with bleeding at hospital and customer couldn't get bleeding to stop after the surgery. Customer was wearing the pump at time of hospitalization. The customer treated their high blood glucose with manual injections, hospitalization and insulin pump. The insulin pump will be returned for analysis and the pump will be replaced.